Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following a bilateral intraocular lens (iol) implant procedure, his left eye felt uncomfortable as if there was "sand in his eye", but the feeling has since subsided. The consumer reported his vision is great in the left eye, but the vision in the right eye is impaired over fifty percent. The consumer also reported his surgeon prescribed artificial tears and an antibiotic eye drop. There are two medical device reports associated with this event. This report is for the second eye. Additional information has been requested.